Manufacturer narrative:
Device evaluation: the harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.422in x 0.084in was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke and a fragment fell inside the patient. The event occurred while the surgeon was performing dissection. The fragment was retrieved during the same procedure which was completed robotically. It was confirmed visually that all fragments were retrieved. There was no report of injury to the patient as a result of this event. No post-operative tests such as an x-ray or ultrasound were performed to search for possible remaining fragments. No photographic images or video recordings are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the harmonic ace instrument to perform failure analysis.